Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected of possible loss of capture due to intermittent pacing and right ventricular (rv) lead sensing. Technical services (ts) was consulted and recommended reviewing threshold testing, within range measurements were obtained. This crt-p system remains in service. No adverse patient effects were reported.